Event description:
Eye infection, acanthamoeba keratitis due to using complete moistureplus contact lens solution. We only found out about the recall of this solution once we saw the eye doctor due to eye irritation, redness blurred vision and light sensitivity, as well as the feeling of something in the eye. Dates of use: approx eight months between 2006 and 2007. Diagnosis or reason for use: contact lens solution.